Manufacturer narrative:
H3: investigation results: there is no specific device information provided. The cause of the patient's revision surgery as related to the devices cannot be conclusively determined, insufficient information/reason not reported. These devices are used for treatment not diagnosis. There is no additional information available.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery in 2016. They underwent right knee revision surgery on (B)(6) 2023, approximately 7 years post primary procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.